Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter broke. The mapping catheter break may have been caused by a kink in the sheath and balloon catheter. A second trans-septal was done and they snared the distal end of the mapping catheter because at the time they could not determine the area of the break. Once the distal end was snared, the physicians retracted the mapping catheter into the sheath /balloon catheter. After performing this maneuver, the mapping catheter and balloon catheter were pulled into the sheath. Once the mapping catheter and balloon catheter were captured inside the sheath, the physician was able to pull the flexcath out of the patient without issues. The case was aborted while the patient was under general anesthesia.